Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced (d2) on the display board for faulty yellow led. Rear case bottom front corners cracked calibrated. A review of the device history record for sn (B)(4) was performed from 11/05/2004 to 09/16/2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the yellow light on the device does not work.